Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old asian female patient underwent an unspecified breast surgery with unspecified mentor gel breast prostheses that both ruptured post implantation. Bilateral rupture was diagnosed via MRI. Additionally, the patient developed baker grade ii capsular contracture in both of her breasts post implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 24-sep-2022, mentor received additional information about the event: - two lot numbers were reported: 5582246 and 5606670. Both of these devices are mentor memorygel breast implant 325cc gel breast prostheses, catalog #3543257, UDI # (B)(4) PMA #p030053. It was not reported which lot number belongs to patient¿s left breast and which belongs to patient¿s right breast. This report will be used to report the issues associated with the device with lot #5582246 - a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - an updated explantation date of (B)(6) 2022 was reported. The reported implantation date is before the manufacture date of the suspect medical device. Mentor will report the implantation date as received. If clarification is received, a supplemental report will be submitted. On 04-oct-2022, the mentor failure analysis lab received the device for evaluation. On 09-oct-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was found within the siltex cracking, measuring approximately 3.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).